Event description:
The reporter states that she obtained a 565 mg/dl and 127 mg/dl blood glucose comparison on the accu-chek compact plus system. The results were obtained within 10 minute timeframe. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.